Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 000718 replacement gastronomy tube allegedly experienced a deflation issue. This information was received from one source. The malfunction involved a patient without consequence. The involved patient was reported to be female without age or weight provided.

Manufacturer narrative:
H10: the lot number for the malfunction is unknown, therefore the manufacturing review could not be conducted. The device has been returned for evaluation; the evaluation could not confirm a deflation issue. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: through a communication with the u.s. Food and drug administration on 09/16/2019, it was identified that the procode knt is no longer eligible for voluntary malfunction summary reporting (vmsr). However, the initial emdr was previously submitted in the prior quarter when the procode was eligible for vmsr. Therefore, this report is the supplemental to the initial report. H10: g4 h11: h6 (method, results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device for this event has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 000718 replacement gastronomy tube allegedly experienced a deflation issue. This information was received from one source. The malfunction involved a patient without consequence. The involved patient was reported to be female without age or weight provided.